Event description:
It was reported that catheter entrapment on guidewire occurred. The 100% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified forearm vessel. After a non-bsc introducer sheath was inserted and a non-bsc guidewire crossed the lesion, a 7.0mmx40mmx80cm sterling balloon catheter was advanced for treatment. However, during advancing, it was stuck for about 30cm from the tip of the guidewire. Both devices were simply removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.